Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in an unspecified quantity of access sets. It was further reported that good priming and air vacuum was noted prior to the observed air. Non-baxter secondary sets were running chemotherapy at 15 drops/min while the baxter access sets ran at 10 drops/min. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.